Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Event description:
It was reported the patient received inappropriate shocks due to high impedance measurements on the right ventricular lead. There was also a suspected "malfunction" of the device. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.